Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported touch screen issues. Touch screen calibration resolves the problem but after every restart, the issue would recur. Unresponsive screen can impact usage of device thus affect ventilation.

Event description:
Customer reported that the bellavista 1000 touch screen - calibration data lost issue. At this time, there was no patient involvement with this reported event.